Event description:
During at atrial tachycardia ablation procedure, the tip of the sheath detached and dislodged in the patient. A snare was used unsuccessfully to retrieve the detached portion of the device. The detached portion of the device remains in the patient, and the patient is stable.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. Visual inspection revealed the sheath tubing was a light yellowish color and had been fractured 24.24¿ distal to the distal end of the sheath hub; the distal tip and curve area of the sheath tubing was not returned. The wire braid was noted to be fractured and exposed. The sheath material was noted to be brittle and the sheath tubing was cracked at 19.75¿ through 24.24¿ distal to the distal end of the sheath hub. The sheath damage is consistent with the product being stored outside the shelf box and exposed to light. Information from the field revealed the product had been stored in an omnicell cabinet, stored outside its original shelf-box and was exposed to light. The product instructions for use warns that product should be stored in a cool, dark, dry place. The cause of the degradation is consistent with not following the instructions for use.